Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 540mg/dl at the time of the incident. The customer reported that they got no delivery while taking a bolus. The customer was offered to trouble shoot for high blood glucose and no delivery but declined. The customer instead will change the entire set. The insulin pump will not be returned for analysis.